Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6) 2010 alleging that the onetouch ping meter is giving an error 2 message. The patient manages her diabetes with an insulin pump. The alleged error 2 issue began on (B)(6) 2010. The patient took her usual insulin after the error 2 began. Reportedly, the next day, she had "high blood glucose" (unspecified numeric values) and the presence of ketones in her system. There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the error 2 issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptoms that can be associated with hyperglycemia one day after the error 2 began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k082590.